Manufacturer narrative:
(B)(4).

Event description:
A motor stall confirmed in attention dialogue box was reported. Hcp (health care professional) stated that the pt had an MRI a few weeks ago and it was unk whether the pump was read after the MRI. Pt had no symptoms and the expected volume matched the actual volume.